Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited persistently high threshold since implant and an increase in ventricular pacing. It was confirmed that the rv lead had dislodged as noted on the chest x-ray that was taken at the time of implantation. The rv lead currently remains in use, however revision will be considered on the next occasion of device replacement. No patient complications have been reported as a result of this event.